Manufacturer narrative:
Other relevant device(s) are: ups 9735788 camera cart s8 svc; UDI: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after rebooting, the navigation system, the error 'localizer not connected' occurred. The camera cart did not have a blue light of power and the screen was black. After rebooting again the localizer error went away and the camera cart began functioning. There was no patient present when this issue was identified.